Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6), product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving unknown medications via an implantable pump. The indication for use was non-malignant pain. The patient reported their communicator is ¿wearing out¿. The patient stated the communicator still connects, but ¿the cord is wearing out¿, in reference to the cord being ¿loose¿ and when they plug into the charging port. The patient stated the orange light comes on, and it will charge for an hour or more, and then they have to use it again, but the orange light will come on after one use. The patient mentioned they saw a message on their handset ¿the other day¿ that said, ¿low battery charge¿, in reference to the communicator battery being low, which is when they noticed the cord was loose. When asked for event date, the patient stated ¿I don't know, I've had it for like 3 or 4 years, so it's had a lot of use¿. A request was sent to repair to rep lace the communicator due to the communicator charging port is loose so it has difficulties taking charge and the orange light will come on after one use.